Event description:
This pt presented with a history of uterine fibroid and increasing urinary incontinence for a laparosocpic vaginal hysterectomy. While inserting the trochar into the right lower quadrant, the right iliac artery and vein were lacerated. A general surgeon was requested to assist. An exploratory laparotomy was performed. The right iliac artery was resected and the iliac vein sutured. Estimated blood loss 5-6 units. The hysterectomy procedure was then completed. This pt recovered and was discharged on 6/2/97.